Manufacturer narrative:
Additional information: g3 correction: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study of 171 patients undergoing left-sided pancreatic resection either with or without pancreatic precompression prior to transection was completed between 2021 and 2023. Endo gia or signia stapler with tri-staple 2.0 reinforced reloads were used for pancreatic transection. Relevant postoperative complications include pancreatic fistula, pancreatic fistula with leaks, and hemorrhage of unknown severity. Interventions include abscess drainage, patient readmission, and reoperation.

Manufacturer narrative:
D10 concomitant products: unknown egia su, unknown endo gia sulu (unknown) tatsuaki sumiyoshi, kenichiro uemura, shingo seo. "Impact of pre-compression versus non-compression before parenchyma transection in left-sided pancreatic resection on the rate of clinically relevant pancreatic fistula: multicentre randomized clinical trial", 2025, https://doi.org/10.1093/bjs/znaf008. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study of 171 patients undergoing left-sided pancreatic resection either with or without pancreatic precompression prior to transection was completed between 2021 and 2023. Endo gia or signia stapler with tri-staple 2.0 reinforced reloads were used for pancreatic transection. Relevant postoperative complications include pancreatic fistula, pancreatic fistula with leaks, and hemorrhage of unknown severity. Interventions include abscess drainage and reoperation.